Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 product lot/serial number unknown; product type: delivery catheter system (dcs); implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number unknown product type: compression loading system (cls);; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: d9 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Two leaflets were in a closed position while one leaflet a ppeared partially open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, it is possible the calcified anatomy contributed to the frame expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and did not open completely. The valve was recaptured and repositioned. The valve was deployed again however did not open completely. The valve was recaptured and removed from the patient. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. A new valve and delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the patient¿s native valve was heavily calcified.

Manufacturer narrative:
Updated: a3b, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.